Event description:
It was reported that the right ventricular lead had high and varying impedances and an apparent fracture of the coils. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the defibrillation conductor was fractured and distorted, the outer tubing overlay had cosmetic environmental stress cracking and a white substance, the outer insulation was torn, the exposed defibrillation coil had a white substance, and the lead was stretched; distal segment returned and analyzed.